Event description:
Medtronic received information through a journal article in the catheter cardiovascular intervention, 2012; regarding a prospective, observational , multi-centric survey with the use of a web-based database registry (between (B)(6) 2007 and (B)(6) 2010) of 63 patients with a transcatheter melody pulmonary bioprosthetic valve implantation. Within the article, during the follow-up stage five major complications occured (external electric cardioversion in 1 patient, 2 patients for endocarditis, needing surgical explant, two patients had major stent fractures in need of another melody valve placement.) Stent fractures occured in ten subjects, eight of those ten were minor class I stent fractures.

Manufacturer narrative:
Product analysis: no product was returned for analysis. In addition, no serial number was provided, so no device history review could be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.